Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the reason for the call was the rep stated that the patient had not been getting appropriate therapy that he was getting on the left side so they were going to do a dye study and the hcp could not aspirate. When they read the pump today they got an alert that the pump had stalled and recovered but there was no indication of a motor stall in the logs. The agent asked if this was the first time reading the pump with v2 software and the rep did not answer. The rep was unsure if the patient has had magnetic resonance imaging (MRI) since the implant of this pump. The pump had not been audibly alarming and the rep was unsure if there were any volume discrepancies at refills. The agent reviewed that exploratory surgery to check on catheter function would be an option and advised the rep to inquire with hcp about volume accuracy at refills. The issue was not resolved through troubleshooting. Additional information received from the rep indicated that the pump stayed the same and they did not replace the pump, but replaced part of the 8780. The rep stated that they took out the pump segment due to kink and replaced just the pump segment.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2016; explant date: (B)(6) 2024; UDI: (B)(4), ubd: 2018-03-25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the issue was resolved.